Event description:
Caller reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating values within a normal range. To resolve the issue, tandem technical support arranged a replacement pump with updated software, provided instructions on usage and storage, and advised the caller on steps to take with the new pump. The caller was instructed to use multiple daily injections as a backup therapy and to return the faulty pump using a pre-paid label within ten days, which they acknowledged and understood.